Event description:
On (B)(6) 2013, the reporter contacted animas, alleging power (intermittent power). The reporter stated that the pump was intermittently losing power after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: reported failure period shows multiple por event as a result of a discharged battery used leading to unconfirmed ¿replace battery¿ alarms followed by chains of reboots. Battery compartment and cap are intact , battery cap is able to maintain electrical connection. Pump powers ¿on¿ and displays ¿verify¿ screen. Battery cap was tighten and unscrewed ½ turn, no reboots occurred during testing. Cap measurements were within specification. Pump was exercised for 24h, no reboots or alarms occurred during the duration test. Pump was opened and inspected, no evidence of moisture was found inside the pump. Pcb and power flex were inspected for intermittent, none was found. Unrelated to this complaint, pump booted with a dim display, a test display screen was mounted during investigation and it was fully illuminated and functional . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.